Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the implant was absent. The blue/white and black/white sutures have been returned in a disassembled state. It was noted that the distal end of the shaft was bent. Functional testing was not performed due to damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is a user error of the device due to improper bone preparation; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a medial patellofemoral ligament reconstruction the implant slipped out of the prepared channel. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.